Event description:
It was reported that the fasteners were exposed even when the trigger of the sorbafix fixation device was not pulled and when the fasteners were applied there was no effectiveness in their attachment to the mesh.

Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine why the fasteners would not fixate the mesh. If/when the sample is returned, a supplemental report will be submitted. A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. Addendum per sample evaluation: the subject product was returned for evaluation. During the functional evaluation, the fasteners would not deploy as was reported. The temperature indicator on the product packaging had been activated and the inner component evaluation found seven fasteners remaining, which were bound to the mandrel. An exposed temperature indicator and fasteners bound to the mandrel are indicators that the device was exposed to elevated temperatures. No manufacturing anomalies or damage was noted to the internal components. The device being exposed to elevated temperatures prior to use may be a contributing factor of the reported event. However we cannot conclusively determine when the device was exposed to elevated temperatures. The IFU for the sorbafix fixation device warns the user "do not use if the center of the temperature indicator is black" and instructs the user to "store the sorbafix ¿ absorbable fixation system at room temperature. Avoid prolonged exposure to elevated temperatures."

Manufacturer narrative:
The subject product was reported to be available, but has yet to be returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine why the fasteners would not fixate the mesh. If/when the sample is returned, a supplemental report will be submitted. A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. Device has not been returned to date.

Event description:
It was reported that the fasteners were exposed even when the trigger of the sorbafix fixation device was not pulled and when the fasteners were applied there was no effectiveness in their attachment to the mesh.